Event description:
Boston scientific received information that this patient reported their communicator would not power on. After troubleshooting with a boston scientific patient services consultant, it was advised that the power supply be returned and a new power supply would be sent to the patient. No adverse patient effects were reported. The communicator remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory analysis confirmed that the power supply would not power on. Additional analysis noted that the power supply was confirmed to be excessively hot to the touch and displayed an audible ringing that could be heard during testing. At this time the communicator remains in services with no additional information. Should additional information be received this investigation will be updated.